Manufacturer narrative:
Title comparison of combination therapies in the management of hepatocellular carcinoma: transarterial chemoembolization with radiofrequency ablation versus microwave ablation source combination therapies in the management of hcc. 26 (10) (330¿341), 2015. Article number: date of publication: 27 oct 2014. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed (B)(6) 2018, postoperatively of transcatheter arterial chemoembolization with drug- eluting embolic agents combined with radiofrequency (rf) ablation or microwave (mw) ablation in treatment of hepatocellular carcinoma (hcc), the mw ablation system with a 915-mhz generator and a maximum output of 45w of energy (evident microwave ablation system; covidien, boulder, colorado)was used for mw ablation. 89 patients with hcc received a combination therapy¿transcatheter arterial chemo-embolization plus rf ablation in 38 patients and transcatheter arterial chemoembolization plus mw ablation in 51 patients. One patient in the transcatheter arterial chemoembolization plus rf ablation cohort (3%) and two patients in the transcatheter arterial chemoembolization plus mw ablation cohort (4% 2/48 patients) required prolonged hospitalization (<(><<)> 48 h) for pain management after the procedure.